Event description:
It was reported that an episode of oversensing was noted on this implantable lead. Troubleshooting was performed in clinic, and the oversensing was unable to be reproduced. A requested for technical services (ts) analysis was made. This investigation will be updated when further information becomes available. No adverse patient effects were reported.